Event description:
Immediately after donning latex surgical gloves extreme pain began in fingers and palm (as if they had been slammed in a door); peer recognized possible latex allergy and helped remove gloves. Hands were red and fingers were swelling. The pain continued for about 1 1/2 hrs. The swelling subsided after taking benadryl (50 mg). The swelling was impressive (nail beds at back cuticle were becoming blue). The redness cleared after several hrs passed and with the use of cortisone cream.